Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the magnet and latch sensor to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device. A complaint investigation specialist stated that the device/part was returned to the designated complaint handling unit for part investigation/inspection.

Event description:
It was reported when using the pyxis medstation es system drawer 5 failed to close. The customer reported that the malfunction occurred when user trying to issue the medication to patient. The users were unable to remove the medications, delaying patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.